Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported they ordered a new remote and it still didn't work and said por. The patient called their healthcare provider (hcp), who checked the implant. They were going to reprogram the remote, however the implant didn't work anymore as it had been several years. The patient noted they had been going to another hcp for poor circulation in their legs and their last appointment was (B)(6) 2016. After that appointment they would make an appointment with their other hcp to put in a new implant and the new remote will work when they reprogram it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient received a new patient programmer and it was showing power on reset (por). No symptoms were reported. The troubleshooting performed related to the por was that the patient was being brought in to the hcp's partner with the manufacturer representative. The action taken to resolve the por was that the manufacturer representative would check the remote for the patient. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.